Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol kugel patch. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel hernia patch. Per operative notes, ¿there was no visible sac. This was reduced, a size small kugel patch was placed in the preperitoneal space and sewn to cooper's ligament and positioned to be lying flat.¿ (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the hernia sac was easily dissected out and it was mobilized. The synthetic mesh was then placed down on the base of the inguinal floor and the cord, and then it was sewn down in place using sutures.¿ (note: there was no mention/visualization of kugel hernia patch) (B)(6) 2014 - patient was diagnosed with multiple recurrent right inguinal hernia thereby underwent open repair with removal of kugel hernia patch and synthetic mesh the implant of synthetic mesh. Per operative notes, ¿there was a hard lump anterior to the cord well below the external ring. This was proven to be mesh and this was excised. The patient did have large indirect inguinal hernia. It was clear that the previously placed mesh was migrated medially, and it herniated laterally around it. A piece of synthetic mesh was chosen and cut to size. This was secured at the pubic tubercle using sutures.¿ attorney alleges that the patient had mesh migration, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had additional surgery on (B)(6) 2013 for recurrent right inguinal hernia.